Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow-up in clinic, low impedance and intermittent noise in the form of inappropriate auto mode switch (ams) episodes were observed during pocket manipulations and isometrics. The lead was capped and replaced. The patient¿s condition was stable during and post-procedure.

Event description:
The lead was capped on (B)(6) 2019.